Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the ventricular leadless pacemaker (lp), it was noted that the lp exhibited loss of conductive telemetry. The lp was not used. The patient was in stable condition.

Event description:
New information received notes that while attempting to implant the second leadless pacemaker (lp), the patient became unstable and an emergency stemi was performed. The ventricular lp was not used and the procedure was aborted. The patient was in stable condition.

Manufacturer narrative:
The reported event of no conductive telemetry was confirmed. The device had no telemetry or output upon receipt. Visual inspection of the device found the helix to be out of spec, which was consistent with having occurred during procedure/explant damage. Device recovered after thermal conditioning and found to be in rom mode, which was consistent with an anomaly of interrogated circuit (ic). Further analysis performed found device had no anomaly after recovered. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the ventricular leadless pacemaker (lp), it was noted that the lp exhibited loss of conductive telemetry. The lp was not used. The patient was in stable condition.

Manufacturer narrative:
B1 should be product problem, b2 should be blank, b5 should reflect the b5 submitted in initial report, h1 should be malfunction, h6 should reflect the coding submitted in initial report and h10 should be blank.